Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the proglide instructions for use (IFU) states: do not advance or withdraw the perclose suture mediated closure (smc) system device against resistance until the cause of the resistance has been determined. The IFU also states: do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. In this case, it is unknown if the IFU deviations specifically contributed to the reported event as the device was not returned for analysis. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The reported patient effect of perforation and hypotension are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the tortuous right common femoral artery was attempted using a proglide device with a 6f sheath after a left heart catheterization diagnostic procedure. Initial flushing of the marker lumen with saline prior to use was successful. Resistance was noted during the advancement of proglide device into the anatomy. Reportedly, although no blood flow was observed from the marker lumen, the lever was lifted to deploy the foot. When attempting to remove the proglide device, the black sheath was noted to be kinked and was stuck in the artery. The lever was returned to its original position and the foot closed prior to device removal. The guidewire was re-introduced and the proglide device was pulled out. X-ray with contrast revealed that the femoral artery was perforated. The perforation in the vessel with the device caused lower blood pressure which was treated with intravenous normal saline solution at .09 full drip and neo-sinefrina. An unspecified balloon was inflated for about 20 minutes to close the perforation. Manual arterial compression was applied to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.